Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had the respiratory rate trend feature disabled due to electromagnetic interference (emi). The device was reprogrammed back. The ICD remains in service. No adverse patient effects were reported.